Event description:
It was reported with the use of the bd plastipak 3ml luer-lok syringe there was an issue with leakage go through the plunger.

Manufacturer narrative:
It was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe barrel damaged, which caused the leakage during the syringe usage. The potential cause for the occurrence is a jam on assembly machine system, which caused the barrel damage and the leakage during the usage. The defect identified from this complaint will be monitored for trend evaluation.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ 3ml luer-lok¿ syringe there was an issue with leakage go through the plunger.